Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead anchor site. The patient underwent an explant procedure but was aborted due to the amount of blood the patient had lost during the procedure. The device remained implanted and in service.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15541857, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15541857, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15409335, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).